Event description:
The customer observed falsely decreased magnesium results generated on the architect c4000 for multiple patient samples. The following data was provided (reference range = 0.66 ¿ 1.07 mg/dl): sample ID (B)(6) initial result = 1.0 mg/dl, repeat = 2.2 mg/dl and sample ID (B)(6) initial result = 1.2 mg/dl, repeat = 1.8 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identification: sids = (B)(6). Phone complete entry = (B)(6).

Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument and performed troubleshooting procedures, including cleaning and replacement of parts. However, no single part could be determined the cause of the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 identified additional tickets associated with erratic or discrepant magnesium results, however, a definitive cause was not found for any of the tickets. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified.